Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a post-operative device check after the pocket was closed, the right ventricular (rv) lead ¿ pacing the his bundle ¿ was under-sensing r waves. The lead sensitivity was reprogrammed, but then the lead was over-sensing p waves. It was noted that due to patient anatomy and variations in the r and p waves, the sensing issues could not be resolved through reprogramming. Lead repositioning was attempted, and then the lead was explanted and replaced. No patient complications have been reported as a result of this event.